Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. Blood glucose at the time of event was 39mg/dl. Customer current blood glucose was 58mg/dl.the customer experience symptoms of anxiety mental confusion as a result of low blood glucose. Customer treated low blood glucose with glucose tablet. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode feature at the time of high blood glucose event. The insulin pump will not be returned for analysis.